Event description:
It was reported that the ilet user's sensor glucose was 49 mg/dl on the pump and remained below 80 mg/dl for about an hour after the after announced a usual dinner size that was larger than the meal actually consumed. The user treated with chips and two glucose tablets and glucose rose to 84 mg/dl and trending upward, indicating a use error related to meal announcement with no device component malfunction identified and user interface relevance. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage problem identified, specifically an improper or incorrect procedure related to meal-size announcement associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.